Event description:
It was further reported that at the time of the event, the patient had experienced an acute drug overdose.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR. The complaint device has not been received analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-02109, 2134265-2011-02111. It was reported that post a stenting treatment procedure, patient death occurred. The patient presented due to unstable angina (braunwald classification iiib). Cardiac catheterization revealed 3 target lesions. The first was a 90% stenosed and 20mm long lesion located in the first obtuse marginal (om1) with a reference vessel diameter of 3.0mm. It was treated with predilation and placement of a 3.0x32mm taxus liberte stent resulting in 0% residual stenosis. The second was a 70% stenosed and 30mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. It was treated with predilation and placement of a 3.0x38mm taxus liberte stent resulting in 0% residual stenosis. The third was a 70% stenosed and 15mm long lesion located in the proximal rca with a reference vessel diameter of 3.0mm. It was treated with predilation and placement of a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(4) 2011: it was reported that the patient died in her sleep. The cause of death is unknown.